Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black stuff coming out the machine. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation auto CPAP device's alleging visualization of black stuff coming out the machine. The device was returned to the manufacturer for evaluation . During evaluation of the device technicians stated that they found slight contamination to the blower, no further contamination was located inside or outside of the device. Replaced the blower assembly and device tested and all testing passed and sent for dispatch. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report all mandatory section has been updated.